Event description:
When positioning the pressurewire for equalization of the pressure, the operator noticed that the tip of the wire did not respond to the manipulation. Upon pulling out the wire, a part of the wire (tip) was noticed under fluorography "flapping" inside the vessel. Fearing that it may be washed away and up to the patient's brain, the operator referred the patient to an immediate rescue operation, where the dislodged part of the wire was surgically removed.